Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.

Event description:
It was reported that "c7 screws fractured - screws removed - revised (pt's spine collapsed into kyphosis) - fused (c4,5,6 and t2,3).